Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a rupture and capsular contracture grade IV. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified broken shell with sharp edge, stress marks, fold creases and a weight test of the explanted material was verified and it was underweight. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is broken shell with sharp edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a rupture and capsular contracture grade IV. This record is for the left side. The device has been explanted.